Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-l5 to treat spondylolisthesis and intractable back pain and right leg pain using rhbmp-2/acs and a cage. Approximately less than a month later, patient began experiencing a recurrence of lumbar back pain, accompanied by additional symptoms of weakness and loss of sensitivity alternating between his left and right extremity and retrograde ejaculation. He began experiencing pain in his left leg, which was not present prior to his surgery. The pain increased prompting patient to follow up with supartz and trigger point injections as well as additional procedures to relieve his pain. Reportedly, rhbmp-2/acs was continuing to cause ectopic bone growth in and around the area it was implanted. Patient continues to suffer from these injuries today.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.